Event description:
It was reported that the user experienced multiple hypoglycemic events while using the ilet bionic pancreas, including a lowest blood glucose of approximately 40¿50 mg/dl with lows lasting about two hours, and the user perceived insulin delivery to be aggressive during low- or no-carbohydrate meals. Symptoms included lethargy and weakness. Outcomes included no need for professional medical intervention and no need for assistance, with correction using oral glucose sources such as juice, candy, and glucose tablets. The device provided low and urgent low alerts. Investigation included review of reported use patterns, insulin delivery behavior, and algorithm performance by clinical decision support. Investigation of this case revealed that the pattern of announcing some meals with little or no carbohydrate and not announcing others could contribute to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.